Event description:
The consumer stated two tampons came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. A visual inspection of 10 companion samples was conducted. The visual examination did observe some unraveling at the point of the string attachment. Information from this incident will be included in our product complaint and MDR trend analysis.